Event description:
It was reported that the patient presented to the emergency room due to symptoms ¿ dizziness and palpitations. Upon review, it was discovered that the right ventricular lead exhibited r-wave amplitude variation. An echo was performed and confirmed a pericardial effusion and the CT confirmed the lead had perforated. The lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented to the emergency room due to symptoms ¿ dizziness and palpitations. Upon review, it was discovered that the right ventricular lead exhibited r-wave amplitude variation. An echo was performed and confirmed a pericardial effusion and the CT confirmed the lead had perforated. The patient experienced, tamponade and hypotension, and that a pericadrioscentisis was performed.the lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were cardiac perforation, under sensing and r wave amp variation. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the blood/tissue from the helix and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The tip stiffness test was performed, and the results were within specification. The reported events of under sensing and r wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.